Manufacturer narrative:
The pump was returned assembled with driveline cut approximately 1 inch from the pump housing and the distal end percutaneous lead (driveline) portion of lead was returned. Continuity testing was performed on the 1 inch pump end portion of driveline and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed no insulation breaches or damage. The 1 inch pump portion of the distal end percutaneous lead (driveline) was submerged in a saline bath for hipot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the distal end percutaneous lead (driveline) wires that would have resulted in an electrical short. Electrical continuity testing of the 40 inches distal end percutaneous lead (driveline) did not reveal any discontinuities or shorts. The shielding, bionate, and repair were removed, and examination of the underlying wires revealed breaches in the insulations of the orange, red, green, yellow, and brown wires at what would be 2-3 inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange, red, green, yellow, and brown wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2017-00555 for the previous report of pump stoppage events and the use of the ungrounded power module patient cable. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system had pump stoppage events while on battery support. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed the pump stoppage events on battery power. The patient had been provided an ungrounded patient cable for use with the power module in february 2017 due to suspected short-to-shield. The x-rays showed a possible area of concern on the external portion of the driveline near the skin exit site. Other x-rays were submitted and technical services found them to be unremarkable. On (B)(6) 2017 technical services representative were unable to reproduce the alarm with external driveline manipulation or upper body movement. A distal end percutaneous lead (driveline) replacement was performed, replacing the maximum external length of the driveline. The pump stoppage events were unable to be reproduced post-repair. It was reported that pump stoppages and alarms occurred post-replacement. The patient was listed as status 1a for transplant as an inpatient, and the lvad clinicians were also considering potential device exchange. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support awaiting a heart transplant. Approximately 17.5 inches of the external portion/distal end was returned for evaluation. Electrical continuity testing revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. High potential (hipot) testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short a review of the submitted log file revealed low speed and pump stoppage events which occurred while the patient was supported by external batteries. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, wire damage could not be confirmed through the evaluation of the returned driveline. The heartmate ii lvas IFU provides driveline care instructions and also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
It was initially reported that the replaced portion of the driveline was received for evaluation. The event continued and the lvad was also received post pump exchange. The investigation of the returned portion of the replaced driveline was reported. Subsequently, the patient underwent pump exchange due to the issue persisting. The pump was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient¿s lvad continued to produce frequent pump stoppage alarms. These alarms had initially begun on (B)(6)2017 and continued after a driveline replacement on (B)(6)2017. A pump exchange was performed on (B)(6)2017. The patient was reported as symptomatic. The pump was returned for evaluation.